Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine (unknown), concentration 10 mg/ml at dose 1.37 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that the empty pump alarm was occurring. The patient missed the refill. The rep would follow up with the hcp. There were no reported symptoms and the patient was ok. The event occurred "about 2 months ago." No further complications were reported.